Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in a shunt the moderately tortuous and severely calcified left forearm vein. A 5.0 x 40, 75cm mustang catheter was advanced for dilation. However, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.